Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, vessel spasm, intracranial hemorrhage, ischemia, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. Results: the returned jet7 was kinked at approximately 129.0 cm and 129.5 cm from the hub. Conclusions: evaluation of the returned jet7 revealed distal kinks. The complaint indicated that the distal tip of the jet7 got folded over in the internal carotid artery after advanced out of the neuron max. This likely contributed to the jet7 becoming kinked. The root cause of the jet7 folding within patient anatomy could not be determined. During functional testing, the jet7 was unable to be advanced into a demonstration neuron max due to the kinks. No other devices associated with the complaint were returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02272.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 kit (kit) and neuron max 6f 088 long sheath (neuron max). During the procedure, while attempting to make a pass, the physician advanced the penumbra system jet 7 reperfusion catheter (jet7) and glidewire through the neuron max. However, as the jet7 distal tip was exiting out of the neuron max distal tip in the ica, the physician noticed the jet7 had folded over the neuron max and became wrapped around off to the side. Therefore, the physician retracted the neuron max and successfully straighten out the jet7. The procedure was then completed using the same jet7 and neuron max resulting in thrombolysis in cerebral infarction (tici) 3. It was reported that the physician noticed there was spasm in the ica; however, it is unknown how the spasm was treated.